Event description:
The account alleged that the head of the bed will not move. No patient impact.

Manufacturer narrative:
The technician found the cause to be a bad cardio pulmonary resuscitation valve. The technician replaced the cardio pulmonary resuscitation valve to resolve the issue.